Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report that she was hospitalized twice for low blood glucose levels due to not being disconnected from the insulin pump while installing a new reservoir. As a result, insulin was pushed into the body during the insertion and rewind process. Customer's blood glucose levels at the time of the incident ranged from 30 to 46 mg/dl. Customer's current blood glucose was 298 mg/dl. Advised customer that she must be disconnected from the pump when changing the reservoir and rewinding before inserting a new reservoir. Product is not being returned or replaced.